Event description:
Resmed (B)(4) reported that the technician was unable to configure the breath synchronizing feature (triggering) on the astral ventilator. The device was not in use when the issue was observed; therefore, there was no pt involvement. MFR - 3004604967-2014-00052.

Manufacturer narrative:
The device was returned to the mfg facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no pt injury reported for this incident. (B)(4).